Event description:
It is reported that patient underwent a revision due to loosening.

Manufacturer narrative:
This device is used for treatment. Review of the device history record for the tibial component identified no deviations or anomalies. A product history search identified no other complaint s for the part and lot combination of the tibial component. Surgical notes were not provided. Reported information indicates that the tibial component was removed during the revision surgery with 2 soft osteotome blows. It was also indicated that x-rays did not reveal any obvious reasons for loosening in the opinion of the surgeon. During surgery no macroscopic damage to the component was noted. Per the nexgen cr, ps, cra, lps, and lcck knee package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.